Manufacturer narrative:
As reported in a research article, 28 out of 2,305 patients with a trifecta valve involved in the study died in the hospital. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "durability and performance of 2298 trifecta aortic valve prostheses: a propensity-matched analysis: a single centre experience", was reviewed. This research article is a retrospective single center experience to evaluate hospital outcomes, hemodynamic performance, and valve explant of the trifecta valve compared with the perimount valve (edwards lifesciences). Trifecta valve, trifecta gt valve, perimount valve were associated with the study. There were allegations of malfunction of the trifecta and trifecta gt valves. The article concluded compared with the extensively studied perimount valve, the trifecta valve exhibits a more rapid increase in transvalvular gradients, more regurgitation, and lower freedom from explant at 5 years. The primary author of the article is camille yongue, md, case western reserve university school of medicine, 9500 euclid ave, cleveland, oh 44915, the correspondence author is douglas r. Johnston, md with the corresponding email: johnstd3@ccf.org. Related manufacturing reference number 3008452825-2020-00067.